Event description:
Patient stated that tubing was leaking. Patient showed nurse where tubing was leaking. Pump was paused to assess the tubing. The drug remicade was leaking out of a small hole in the filter that is attached to the tubing. Blood backed up into the tubing from the IV site, pushing the remicade out of the "hole" on the filter again. The tubing was discontinued and new tubing was used to finish the infusion.